Event description:
The companion 2 driver was not supporting a patient. The customer, a (B)(6) hospital, reported that the companion 2 driver exhibited a system malfunction alarm when tested. The alarm occurred three separate times, each beginning a few minutes after the driver was started.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found multiple instances of a system malfunction alarm in addition to left and right vacuum incorrect alarms. Visual inspection of external and internal components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included running the driver at the customer settings reported during the initial complaint. A system malfunction alarm annunciated and the left vacuum dropped out of specification. This test was repeated four times with the same results. A known functional pressure sensor board was installed and the test was repeated. No alarms or loss of vacuum pressure produced. The original pressure sensor board was reinstalled replicating the system malfunction alarm and loss of vacuum pressure during every subsequent test. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated; root cause of the reported system malfunction alarm and reduction in vacuum pressure was determined to be a faulty pressure sensor board. Failure investigation identified no other test failures or damage that could have contributed to the customer complaint. System malfunction alarms with out of specification vacuum pressures is a known issue that is currently being addressed. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm when tested. The alarm occurred three separate times, each beginning a few minutes after the driver was started.